Manufacturer narrative:
The investigation for the reported positioning issue has been completed. Data logs showed there were no issues for the pump during support. The device was not returned for evaluation. However, clinical information provided is sufficient to determine the root cause. The root cause of the positioning issue was use related. Added- d6a/d6b

Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 64-year-old female with acute myocardial infarction and cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During transfer to a tertiary center, the transfer center discovered that the impella device was not appropriately sutured. The impella device migrated out of position. The impella device was explanted, and the patient remains on extra-corporeal membrane oxygenation support.